Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted after the filling of meropenem and tobramycin. There was no patient involvement. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection on the device (via the naked eye) noted a white particle floating in the reservoir of the device. Ft-ir spectrophotometer scanning results identified the particles to be acrylic material. The particulate ranged in size from 1.26 to 3.37mm in length. The cause of the particles could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.